Manufacturer narrative:
After battery installation device gave an unexpected blank/white flashing display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test or verify keypad unresponsive and frozen screen due to display anomaly. Device received with pillowing keypad overlay, minor scratches on case and missing display window/cover.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information indicated by medtronic that the insulin pump had a stuck button as well as also received a frozen display. Customer was not calling back after installing a new battery, monitoring the insulin pump for 2 hours and frozen display recurred. Customer also stated that there were no response from any buttons. Customer stated that no alarms were occurred during or after the time that the buttons were not responding. Customer stated that the buttons did not begin to work in less than 5 minutes without battery change. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.